Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not clear. Reportedly, customer "did not get enough sugar to the brain and brain forgot to tell his lungs to breathe". Customer turned off the pump and went to the emergency room. Customer was subsequently admitted to the intensive care unit with "anoxic brain injury and is currently in a waking coma", and "hypnotic brain syndrome", they were intubated, and placed on a ventilator. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer still in hospital at time of report so additional information regarding this event was not available.